Manufacturer narrative:
The affected evita xl was manufactured in may 2010. The log analysis confirmed the reported event. Log entries indicate that a faulty mixer cartridge led to an overloaded power supply. Analysis of the device confirmed that the oxygen cartridge was faulty. The device has behaved as specified for the malfunction and performed a warmstart in an attempt to restore the ventilation. During a warmstart, the evita opens the breathing system to allow for spontaneous breathing. This entire process is accompanied by an alarm. The affected part has been replaced and the device passed all subsequent device checks.

Event description:
It was reported that the ventilator shut down while ventilating a patient. Ventilator monitor display turned off. No patient injury reported.